Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported per hcp that she has been filling pumps for 13 years. In the hundreds devices she has managed; she would label this as a rare to infrequent occurrence. She would not necessarily call it a trend. She said that with the 40 ml pumps, some patients (she did not have names or any other patient specific information) felt over sedated for the first few days. Hcp believed that the pressure behind the pumps caused them to go faster for the first few days. In contrast, when these patients get to about 7 to 10 days out from needing the next refill, they feel that the pump ¿poops¿ out. It does not deliver well at a low flow and patients feel under medicated. Hcp stated for the few that have experienced this, they always had both extremes: too much at first and not enough in the end. Hcp had no further information to provide. [This information was previously reported in manufacturer report # 3007566237-2013-01666. ¿it was reported that the physician had several patients that, towards the end of their infusion, feel that the pump "poops out". It was unknown what drug was being used in the pumps.¿ it was later determined it was related to this event.]

Event description:
It was reported that the physician had several patients that, towards the end of their infusion, feel that the pump "poops out". One specific patient needed to be refilled every two months instead of three. If the physician would wait to fill him, he would actually start to go through withdrawal. It was unknown what drug was being used in the pump. Additional information had been requested.